Event description:
Customer reported "we had a chemotherapy spill today. The tubing on a bag of doxorubicin began leaking at the connection disc where the tubing enters the chamber of a pump." Customer also reported that the chemo tubing was inspected and a tear was not found. The leaking was reported to be at the connection point. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Customer stated that the set was disposed of and would not be available for eval. Unable to determine the root cause of the reported leak.